Manufacturer narrative:
(B)(4) the sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter?s service center regarding a reported alarm; which occurred on the homechoice (hc) during initial drain. Technical service representative (tsr) had the home patient (hp) flip the bag over, verify frangibles were broken, and verify clamps were open. The hp then stated a bag was leaking at the connection. The tsr assisted with ending therapy and starting over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient (hp) (B)(4) 2012 the regarding reported problem. The hp stated they did start over with new supplies, and they were able to continue with therapy as normal. The hp stated they were having some bag issues where solution was leaking. The hp stated they no longer have samples available, and was not willing to provide a companion. The hp stated they do not recall the lot number of the supplies at this time. The hp stated they have not had further problems since, and therapy is going fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.